Manufacturer narrative:
Age or dob, weight, and ethnicity: unknown; requested but not provided. Model number and serial number: unknown; requested but not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. If explanted, give date: unknown; requested but not provided. The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Multiple attempts have been made to obtain additional information and suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted during secondary surgery due to incorrect power of implant in the left eye. The issue was first noticed at a post-operative exam. The patient's pre-operative visual acuity was 20/20 and post-operative visual acuity was 20/30. There was no vitrectomy performed and the incision was not enlarged. Sutures were required and medication was prescribed. Directions for use were followed. The patient status is "permanently impaired." No further information was provided.